Manufacturer narrative:
A review of tickets was performed for reagent lot number 06099be01. The ticket search determined that there is normal complaint activity for the likely cause lot. A review of tracking and trending did not identify any trends for the complaint issue. Return testing was not completed as returns were not available. A retained kit of lot number 06099be01 was tested in a specificity setup. Specificity testing results did not implicate that the specificity performance of the lot is negatively impacted, and no false reactive results were obtained. In addition, the clinical sensitivity was evaluated by testing two commercially available seroconversion panels. The seroconversion panel results were compared to architect hiv ag/ab test results. Reagent lot 06099be01 detected the same bleeds as reactive for the seroconversion panels. Therefore, the sensitivity performance of the complaint lot is not negatively impacted. Note: alinity I ag/ab combo is equivalent to architect hiv ag/ab combo (same bulk reagents). A review of the manufacturing documentation did not identify any issues associated with the complaint issue. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or deficiency of the alinity I hiv ag/ab combo assay was identified, lot number 06099be01 was identified.

Manufacturer narrative:
Patient information: no further patient information was provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a false nonreactive alinity I hiv ag/ab result for a (B)(6) year old male patient. The following data was provided: initial result = 0.15 s/co (nonreactive), repeat = 0.14 s/co (nonreactive), colloidal gold = weakly positive, elisa = weakly positive. No impact to patient management was reported.